Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 42-75 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer drank juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.